Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2019. Approximately 4 years and 2 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: periprosthetic osteolysis. Clear synovial fluid, without signs of infection. Complete synovectomy was performed on the medial and lateral gutters. There was significant synovitis and the appearance of wear particles in the synovium behind the patella. The polyethylene insert was removed and extensive wear of the poly, particularly in the posterior portion of the insert. There were some areas of contained osteolysis in the femoral bone. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
D10: concomitants: 5179984, 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t, 5716224, 200-02-35 - three peg patella 35mm, 5897574, 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. Pending investigation.

Manufacturer narrative:
Corrected fields: b1, b2, d10, g-contact information, g2, h6 clinical codes, impact codes, medical device problem code, component code, investigation codes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.